Event description:
It was reported that there was an infection at the pocket site in (B)(6) 2004. It was noted that the patient was treated conservatively with antibiotic therapy and wound care. However, signs and symptoms of site infection continued. It was noted that the device was performing within normal impedance, but an endoscopy revealed erosion of the gastric wires into the lumen of the stomach. The patient as treated conservatively with antibiotics and wound packing, but the infection failed to resolve. It was noted that the device system was explanted (B)(6) 2004 and the patient made a full recovery with complete healing of the site. It was stated that the manufacturer found no malfunctions of the explanted device. It was noted that the patient¿s pre-existing conditions of diabetes was a significant causative factor in the incident of infection. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4). F